Event description:
It was reported that pump experienced malfunction alarm, and there were no notable events before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code occurred again. Cts to replace pump. Customer will continue to use current pump.